Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, it was noted the device was fractured. The procedure was cancelled with no adverse consequences to the patient. After inserting the transseptal guiding introducer without any issues, the operator started to insert the brk needle for the transseptal puncture. While still at the level of the right femoral vein, the operator heard a suspicious noise and stopped all maneuvers. Upon pulling out both the needle and the introducer, he noticed that the introducer was broken right at the height of the femoral vein, at the part of the introducer closest to the shaft. The procedure was stopped and will be rescheduled. There were no adverse consequences to the patient.